Event description:
During an oopherectomy procedure, the unit shut off and then turned back on again. When powered on again it inflated more than the rate that was preset on the unit, which resulted in patient's abdomen receiving too much air. They were able to complete the case with another tower. Biomed indicates the patient is ok as far as he knows. The o.r. Contact is on vacation and not available for comment.